Manufacturer narrative:
The device history records (DHR) was reviewed and no deviations related to this failure mode were found. There are no ncrs related to the reported issue for the involved lot. No changes were identified that may impact the product/process related to reported condition during a period of six months prior to manufacturing date. Quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The product sample was returned to the manufacturing site for analysis and investigation. The returned sample consisted of a pull apart sheath. This component was returned inside a generic plastic bag and revealed signs of patient use (blood). Visual inspection was performed and revealed that the valve of the sheath was broken in two parts; one part was received completely separated from the pull apart sheath. The evidence provided is not enough to relate this event to the manufacturing operations. The instructions for use stated that the customer has to perform a visual inspection before using the device and do not use the catheter or components if they appear damaged or defective. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications therefore the most probable cause is related to a wrong technique used during the initial manipulation of this component causing the silicone to be broken during washing and use. No complaint triggers or trends were identified, this complaint was not confirmed as a manufacturing related event and no harm to the patient was reported; therefore no further corrective or preventive actions were required at this moment. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 11/18/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports during unpacking, the customer noticed that the insert lock is broken. A new set had to be opened. There was no consequence to the patient and no medical intervention required. The patient condition is well.